Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. This is the same patient/event as MFR # 2249697-2011-00865, 00866 & 00867.

Event description:
It was reported that: "patient complained of pain. X-ray shows broken screws and vertical cup. Cup and liner and screws removed. New cup liner and screws placed along with head exchange. Cup and head revision only."